Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as rash on chest but itchiness on whole body. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication for the allergic reaction. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.